Event description:
An operative report was received which indicates the pt was admitted to the hosp for repair of a perivalvular leak of his bjork-shiley 60 degree convexo-concave aortic heart valve. The leak was repaired without complications and the valve was not explanted. The pt tolerated surgery well and was discharged from the hosp nine days following surgery.